Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was seen for a follow up after hearing tones being emitted from the device. Interrogation revealed that the device display an error message for a high out of range impedance measurement. A memory download was performed and sent to boston scientific technical services (ts) for further review. The ts consultant reviewed the data and discussed that the impedance measurements had been increasing for a month. The ts consultant discussed troubleshooting that should be performed to determine if it is an electrode or device issue. No adverse patient effects were reported. Another follow up was performed to evaluate the system. A chest x-ray was taken and confirmed there was no connection issue or a fracture of the electrode. Interrogation of the device showed the impedance measurement has high out of range. Manual testing of the secondary vector produced the same out of range measurement but the impedance measurements were in range with the other vectors. Automatic set up was then tested and the device chose the secondary vector; however, the impedance measurement was now in range. Exercise testing was also performed in all vectors and normal impedance measurements were observed. All final testing showed normal impedance measurements so the patient was then discharged to home. No adverse patient effects were reported. The data was sent to the ts recorded during testing showed clean signals and proper sensing. There was some myopotentials noted on the secondary vector. It was also discussed that from the chest x-rays, the device and electrode are positioned lower than expected and asked if there were x-rays for review that were taken after implant. The patient will also be seen again in one month for observation.

Manufacturer narrative:
Additional information was provided that the patient reported hearing tones again being emitted from the device. The patient was seen at the clinic and the device was once again displaying high out of range impedance measurements. A revision is being considered. At this time, no additional information is available. Once any additional information does become available, this report will be updated.